Event description:
It was reported through ¿the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads¿ that a pneumothorax was observed. Details are listed in the article titled "the zwolle experience with left bundle branch area pacing using stylet-driven active fixation leads." Patient information was not provided.